Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving prialt with concentration 25 mcg/ml at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the patient was experiencing hallucinations and psychosis with prialt in the pump. The event occurred during normal use. The date of the event was unknown. The pump had been stopped per the physician at earlier date. On (B)(6) 2019, the physician had aspirated drug from pump and aspirated the catheter with cultures sent to the lab. No surgical intervention had occurred, and no surgical intervention was planned. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. Other mediations (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but would not be made available. It was noted that the healthcare provider had no further information. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received on 2020-aug-24 from a healthcare provider (hcp) via medical records. It was reported the patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2019. The patient was admitted to the intensive care unit (ICU) in critical condition with a chief complaint of altered mental status. It was reported the patient had a history of significant back problems status/post over 12 back surgeries following a significant motor vehicle accident in 1986 with recent placement of an intrathecal pain pump on (B)(6) 2018 with complication of a cerebrospinal fluid (csf) leak requiring surgical repair on (B)(6) 2018 {refer to manufacturing report #3004209178-2019-08182 regarding csf leak and repair}. The patient now presented with altered mental status and elevated white blood cell count of 18.6. The patient also had a high neutrophil count of 15 and monocyte of 1.5. Furthermore, the patient¿s sepsis lactate count was high at 2.2. However, the microbiology and pathology results found nothing pertinent. The patient had been receiving prialt via the pump since placement. This was decreased due to mental status from 3.6 mcg/day to 0.15 mcg/day. The patient presented to the hospital on (B)(6) 2018 for altered mental status, confusion, and hallucinations. The patient continued to worsen and started talking to her hallucinations and promoted transfer to the hospital for evaluation of pain pump and possible lumbar puncture. It was noted dvt prophylaxis was contradicted due to possible surgical procedure for possible removal of pain pump. Physical exam upon admission showed the patient was distressed and the patient was having visual and auditory hallucinations. The patient had an abnormal ECG and showed sinus rhythm with premature atrial complexes, nonspecific t wave abnormality and t wave inversion now evident in inferior leads when compared with ECG of (B)(6) 2018. Active problems were noted as: acute kidney injury, severe sepsis with acute organ dysfunction (cms/hcc), hallucinations, acute cystitis with hematuria, and urinary retention. The principal problem was altered mental status. Arterial blood gas (abg) showed metabolic alkalosis. The patient was on a nasal cannula. The plan was to continue treatment for meningitis until lumbar puncture was completed and csf results were back. It was noted they would start ampicillin 2 grams every 4 hours, rocephin 2 grams every 12 hours, vancomycin 15 mg/kg every 24 hours (completed on (B)(6) 2018), and acyclovir 500 mg every 8 hours. As on (B)(6)2018, the patient¿s history of present illness included: the healthcare provider ( hcp) met in the pain clinic setting in (B)(6) of 2018 (prior to implant of the infusion pump). She suffered from chronic low back pain related to severe multilevel lumbar disc degeneration and remove history of mva treated with multiple back surgeries over about three decades so that she was now fused from l2-s1 with wide laminectomies throughout the lumbar region. She is also fused in the anterior cervical spine from c5-c7. Chronic pain management have included use of oral percocet up to 6 tablets per day, but without satisfactory pain relief. Her condition was complicated by severe chronic obstructive pulmonary disease and was not considered to be a candidate for further spine surgeries to treat her pain complaints. It was noted a spinal cord stimulation trial in the year¿s past was unsuccessful. In (B)(6) of 2018, the intrathecal opioid infusion device was implanted with postoperative care complicated by development of a csf leak requiring prolonged hospitalization {refer to manufacturing report 3004209178-2019-08182 regarding csf leak and hospitalization}. The csf leak ultimately resolved, and the patient was reporting good pain relief with intrathecal prialt infusion which was incrementally increased up to a dose of 3.6 mcg/day as of (B)(6) 2018. At this dose, the patient was reporting good relief of low back pain and no mental status problems. Despite reporting significant improvement in low back pain, the patient was admitted to the hospital through the emergency room on (B)(6) 2018 with complaint of cough, chest heaviness and shortness of breath as well as "increased pain", fatigue, weakness and stomachache. Workup at the time revealed urinary tract infection and was otherwise negative for cardiac problem or other source of infection. CT myelogram at that time showed a little bit of fluid collection in the region where the patient had the previous csf leak, but was otherwise unremarkable for acute process. The patient was discharged to nursing care. A few days ago (as of (B)(6) 2018), the patient developed acute onset delirium and hallucinations believing, she was "seeing jesus", and she was admitted to the hospital. Evaluation demonstrated low-grade temperatures (around 100 f), and otherwise normal bloodwork and urinalysis and chest x-ray results. Her intrathecal prialt infusion rate was decreased over 24 hr ago from a rate of 3.6 mg per day down to a rate of 0.15 mcg per day (essentially off). With persistence of delirium over the past 24 hrs, the patient was transferred to the hospital for further evaluation. At present (as of (B)(6) 2018), the patient was not complaining of pain on the doctor¿s arrival to the room. She was noted to be mumbling about ¿seeing jesus¿. She was unaware of her location. Nevertheless, she was cooperative to command and responded verbally to questions. The patient was able to roll over onto her side in bed to allow lumbar puncture to be performed and performed without complaint. Back exam showed no erythema swelling masses or lesions. The intrathecal infusion pump site in the left flank region was well healed and non-tender. There was a small bruise at the caudal aspect of the pump margin about 2 inches caudal to the incisional scar. The plan included: history of intrathecal infusion pump placement complicated by postoperative cerebral spinal fluid leak {refer to manufacturing report #3004209178-2019-08182 regarding csf leak}. It was noted there was concern that this may represent an infectious complication. She did not have significant tendemess to palpation over the spine and her pump site was clear although there was a little bit of fluctuance which did not appear to be new relative to her presentation in the hcp clinic over the past 2 months. Her serum white blood cell count was elevated and the csf opening pressure was 20 cm veter. Neutrophil count in the csf was elevated although the csf was clear. Intravenous antibiotics have already been initiated. On admission, the patient was deemed to have acute metabolic encephalopathy due to sepsis. Her urinary analysis was concerning for uti that grew yeast, and her chest x-ray and CT abdomen showed a right middle lobe, so she was started on vanc and zosyn (completed on (B)(6) 2018). On (B)(6) 2018 a chest x-ray was performed and showed increased small bilateral pleural effusions and unchanged cardiomegaly. A head CT was also performed, and the impression was negative. A brain MRI was also performed on (B)(6) 2018 and showed nonspecific white matter changes and no evidence of acute infarct or hemorrhage. A lumbar puncture (lp) was done that was negative for meningitis or encephalitis. The eeg was negative. The patient was transferred to the floor on (B)(6) 2018. On the floor, psychiatry was consulted, and the patient was seen to have psychosis secondary to medication induced encephalopathy with the recommendation of removing prialt pain pump medication and initiation seroquel for hallucinations. On (B)(6) 2018 a chest x-ray at 6:25 was performed again and showed a new infiltrate in the left lower lobe. The chest x-ray was repeated at 10:00 and the impression was interval improvement in left perihilar airspace disease. Persistent left basal airspace disease and effusion. An eeg was also performed on (B)(6) 2018 and the impression was mild diffuse background slowing consistent with encephalopathy. In comparison to the patient¿s previous study on (B)(6) 2018 there had been an interval improvement. The chest x-ray was repeated on (B)(6) 2018 and showed now significant change from prior days study. The chest x-ray performed on (B)(6) 2018 found improving chf with stable small bilateral effusions. On (B)(6) 2018 x-ray of chest was unchanged cardiac decompensation. The heart was enlarged. An eeg was also performed, and this was a mildly abnormal eeg with mild slowing, consistent with an encephalopathy of nonspecific etiology. The slowing tended to improve as the recording went on. Near the end of the recording, much of the tracing was only mildly slow or essentially normal. There was some rate sharp wave activity at times, but no definitive generalized seizure activity or status epilepticus appeared to be present. Clinical correlation was recommended. On (B)(6) 2018, the chest x-ray impression showed similar mild pulmonary vascular congestion with small to moderate bilateral effusions and atelectasis. On (B)(6) 2018, the chest x-ray showed lung volumes and edema were improved. Small pleural effusions were likely present. The patient was treated from (B)(6) 2019 for citrobactor uti with cefepime. The patient continued to experience paranoia, auditory, and visual hallucinations with religious elements and obsessions with god and delusions about care team members. Neurology was subsequently consulted, recommended continued symptomatic management with seroquel with the addition of valium twice a day as was as geri psych placement. Prialt pain pump medication was removed from the pump with the pump remaining intact and now disabled. A lp was re-attempted on (B)(6) 2019 and was negative. The patient had greatly improved and was without visual hallucinations for greater than four days. It was further reported the patient had heard voices throughout her whole like including childhood and had not confided this to other in the past. It was noted most of the time it was god talking to her. The patient would follow-up with her primary in one week., cardiology in four weeks, and pain management in four weeks. She had also been referred to geriatric psychiatry in the outpatient setting. The acute metabolic encephalopathy was resolved. Acute psychosis with paranoid delusions and auditory and visual hallucinations was resolved and agitation was resolved. The patient had chronic, lifelong auditory hallucinations. It was noted csf from the pump side-port was obtained on (B)(6) 2019 and this was likely serum. Vancomycin and ampicillin were started given the initial csf results and stopped that day. Neurology was unimpressed with csf, consider geriatric psych without improvement. Neurosurgery had no plan for surgical intervention at this time. On (B)(6) 2019, the patient refused a lp with ir with culture of csf. She got a bedside lp on (B)(6) 2019. Csf studies with mildly elevated protein, 3 ibbc. It was noted less likely to be an infection. Had been sent for hsv, vdrl, jc, enterovirus, vzv all negative. Paraspinal fluid collections did not appear infected and was reviewed by neurosurgery while inpatient. The MRI revealed similar appearance of previously observed posterior subcutaneous paraspinal fluid collection and tubing was not observed in the fluid or epidural space {refer to manufacturing report # manufacturing report #3004209178-2019-08182 regarding csf leak and tubing not observed in the fluid or epidural space}. It was noted the event was likely secondary to prialt from her pain pump with prolonged psychosis with paranoid delusions and auditory and visual hallucinations. Prialt had been removed from the pain pump and there was concern there may be some continued exposure to prialt given the paraspinal fluid collections however risks outweigh the benefit of invasive procedures. The discharge summary from (B)(6) 2019 indicated the discharge diagnosis as followed: acute metabolic encephalopathy, acute psychosis with paranoid delusions and auditory and visual, chronic, lifelong auditory hallucinations, agitation, hyperkalemia, paraspinal fluid collections, elevated alkphos, acute cystitis (citrobactor) (resolved), acute renal failure on chronic kidney disease stage 3, urinary retention (resolved), bradycardic pea status post CPR, atrial fibrillation with rapid ventricular response, now sinus (new onset 12/2), chronic systolic heart failure (ef 55-60%), moderate aortic insufficiency, essential hypertension, mild aortic root (40 mm) and ascending aortic (40 mm) aneurysm, acute respiratory failure with hypoxia and hypercapnia (resolved), right middle lobe pneumonia (resolved), bilateral pleural effusions (resolved), hypokalemia (resolved), and persistent leukocytosis. The patient was at a nursing home for rehab right now. Home medications prior to admission included: alprazolam 0.5 mg tablet (1 tablet by mouth daily as needed), carvedilol 25 mg tablet (1 tablet by mouth 2x with meals, klonopin 1 mg tablet (2 mg nightly as needed), lasix 20 mg tablet (20 mg by mouth as needed), gabapentin 300 mg capsule (300 mg nightly as needed), and lisinopril 10-12.5 mg per tablet (1 tablet by mouth every day). A CT myelogram was performed on (B)(6) 2018 and CT abdomen pelvis on (B)(6) 2018. The impression of the CT abdomen and pelvis was punctate non-obstructing light renal calculus. Incidental diverticulosis and incidental tiny 2mm calcification in right kidney. Postoperative changes in the lumbar spine with fluid collection in the overlying midline posterior soft tissues {refer to manufacturing report #3004209178-2019-08182 regarding fluid collection}. Unchanged since prior examination. It was reported the patient had a visit date on (B)(6) 2019 and a chest x-ray was performed and showed no change from the prior study and no significant findings. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.